Event description:
Crack noted at end adaptor site on t-connector. Rn went to flush and solution squirted out. Connector changed and rest of lactated ringers solution infused without incident. No harm to the patient.device #1is this a laboratory device or laboratory test?no.